Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to a hospital meter. The reporter alleged readings of "400 and 358 mg/dl" compared to "158 and 161 mg/dl" on a hospital meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.